Manufacturer narrative:
The investigation into the pump stop has been completed since the original report was filed. The medical center did not return the impella product for benchtop analysis; only the clinical report was evaluated. Based on the clinical details, the cause of the pump stop was biomaterial. The failure mode will be monitored and trended.

Manufacturer narrative:
Additional information added to b5 and h6 related to the report of a cracked introducer. The investigation into the pump stop, the thrombus, and the saturated flow has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The lt log shows a suction event on the second day of support. At this time the flow drops, and the motor current loses pulsatility. Two days later it can be seen in the lt log that there is a motor current spike and the motor current increases with increased resistance. The purge pressure also rises, and the flow becomes saturated at the time of the initial stop. The pump can be restarted until the pump stops again and multiple restart attempts are made until the pump is explanted. The cause of the pump stop was biomaterial based on the trends seen in the data logs. A cause for the cracked introducer was not established.

Event description:
Additionally, information was received noting a cracked peel away introducer that was resolved by removal/replacement prior to initiation of the pump. This issue was resolved by removing and replacing with a new introducer & axillary insertion kit.

Event description:
The complainant reported a 48-year-old male patient presenting for cardiomyopathy. During impella support, it was noted by the physician that the device was experiencing suction and positional alarms coinciding with a flat motor current. The pump subsequently stopped but re-started immediately. However, the saturated flow issue continued and the pump stopped a second time. The pump could not be restarted following the second stop. As a result of the failure, the pump was explanted and it was noted that a clot was visible around the cannula. The patient was considered to be stable following explant and an intra-aortic balloon pump was implanted to continue with patient support.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.